Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the libre sensor and libre sensor kits were reviewed and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported receiving a "replace sensor" message on the day of applying the adc freestyle libre 2 sensor and was unable to obtain sensor readings. Customer experienced a loss of consciousness and required treatment of glucagon injection by husband. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the libre sensor and libre sensor kits were reviewed and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported receiving a "replace sensor" message on the day of applying the adc freestyle libre 2 sensor and was unable to obtain sensor readings. Customer experienced a loss of consciousness and required treatment of glucagon injection by husband. There was no report of death or permanent injury associated with this event.

Event description:
Customer reported receiving a "replace sensor" message on the day of applying the adc freestyle libre 2 sensor and was unable to obtain sensor readings. Customer experienced a loss of consciousness and required treatment of glucagon injection by husband. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. Visual inspection has been performed on the returned sensor and no physical damage was observed with the sensor patch. Extracted data from the returned sensor using approved software. The sensor was found to be in sensor state 1 (storage state). Insertion failures were not observed. Visual inspection has been performed on the sensor plug assembly. This complaint is not confirmed to use due to no insertion failures, which is evidence that user did not activate the sensor. All pertinent information available to abbott diabetes care has been submitted.